Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This observation represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: band deployment difficulties can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapse, constricting the trigger cord and preventing proper band deployment. The instruction for use caution the user that use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure. Another possible contributing factor to band deployment difficulties includes, allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can also restrict trigger cord movement and result in band deployment difficulty. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord near the handle if band deployment difficulties are encountered. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic banding procedure, the physician used a cook endoscopy six shooter saeed multi-band ligator. The physician commented the trigger cord feels too tight making band deployment difficult. The procedure was completed with this device. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.